Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture/torn, was partially explanted, abandoned in the patient, and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the proximal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer and the inner insulation of the lead became breached due to a rupture while in vivo. The analyst noted that visual inspection showed the distal end of the proximal portion totally broke, and that happened in-vivo. The distal portion still in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that during use, the rv lead exhibited abnormal lead measurement. During the rv lead replacement procedure, it was discovered that the lead was torn.